Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted, addressing the issue.

Manufacturer narrative:
A4: patient weight is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain and discomfort at the ipg pocket site after weight loss. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.